Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 925441n, medical device expiration date: 2021-02-28, device manufacture date: 2019-09-11, medical device lot #: 927410n, medical device expiration date: 2021-03-31, device manufacture date: 2019-10-01." A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use samples are hemolyzed with a bd microtainer® tubes with lh (lithium heparin). The following information was provided by the initial reporter: reported experiencing hemolyzed specimens when using lots 925441n and 927410n. This started occurring within the last 3 months, no specific amount of specimens affected. Customer states there are no reports of erroneous results as they are the drawing lab. No reports from testing lab of erroneous results. She will be conducting draws today so photos may be available after today. Though she did confirm unused tubes are available for investigation now.

Manufacturer narrative:
H.6. Investigation: this complaint is for hemolyzed specimens observed while using next generation microtainer tubes with lithium heparin additive- material number: 365965, lot: 925441n and 927410n. Ten unused samples were received for further analysis if required. In addition 50 retention samples from each lot were visually observed with acceptable results. Per complaint history check this is the first complaint reported for the same defect/condition for lot 925441n and 927410n. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The product circular (vdp40084) which contain the instruction for use (IFU) was reviewed. It was noted that the time frame for specimen analysis is defined; the correct specimen collection techniques is defined which clearly states that "milking" of skin puncture site may cause hemolysis; clear mixing instructions are provided (invert tube 8-10 times to assure anticoagulation) and centrifugation instructions are defined. Based on the investigation results to date, defect was not confirmed. Factors related to the user handling or patient conditions cannot be discarded as possible root causes. Retention samples were visually evaluated with acceptable results. No further actions are not required at this time. Technical service did reach out and provided additional educational material.

Event description:
It was reported that during use samples are hemolyzed with a bd microtainer® tubes with lh (lithium heparin). The following information was provided by the initial reporter: reported experiencing hemolyzed specimens when using lots 925441n and 927410n. This started occurring within the last 3 months, no specific amount of specimens affected. Customer states there are no reports of erroneous results as they are the drawing lab. No reports from testing lab of erroneous results. She will be conducting draws today so photos may be available after today. Though she did confirm unused tubes are available for investigation now.